Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the instrument. The fse replaced the reagent probe a collar wash waste solenoid valve to resolve the issue, no further leaking was observed. The instrument software version is 5.4.08. (B)(4).

Event description:
The customer reported observing a leak from reagent probe a on their unicel dxc 800 synchron system. The customer stated the leak was contained to the instrument with fluid found on top of the reaction wheel. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.